Event description:
Boston scientific crm received information in (B)(6) 2009 that this clinic nurse contacted technical services to discuss possible electrogram noise associated with oversensing and atrial tachycardia response (atr) mode switch. The right atrial (ra) lead measurements were normal. Technical services discussed troubleshooting techniques and programming options. Subsequently, boston scientific crm received information that this device was electively explanted in (B)(6) 2010 due to normal battery depletion.

Manufacturer narrative:
Upon receipt in our laboratory, device interrogation revealed that the device had reached elective replacement indicator (eri). A longevity calculation using the most recent programmed parameters and therapy use information indicated that the device fell short of labeled longevity expectations. Analysis of device memory indicated that an eri indicator was declared due to two consecutive charges exceeding the eri charge time limit. The monitoring voltage was above the eri limit, indicating that the battery was not depleted and had sufficient capacity remaining to provide therapy if needed. However, the charge times would have been longer than the 18 seconds eri charge time limit specified in device labeling. Device circuitry was designed such that the eri charge time limit of 18 seconds would be reached near the corresponding eri monitoring voltage limit. In this case, a normal but earlier than expected buildup of internal battery impedance increased charge time, causing the charge time indicator to trip eri early. Despite the longevity shortfall, replacement indicators operated as designed and the device was capable of detecting and treating arrhythmias for several additional months as described in device labeling. This ensured patient safety during the replacement period. Visual inspection found that the seal plugs appeared normal. The clinical observations of electrogram noise associated with oversensing and inappropriate atrial tachycardia response (atr) mode switches could not be confirmed through laboratory testing.